Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead had high pacing impedance. The rv lead was not used and a new rv lead was implanted successfully on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction made to b5.

Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead had high pacing impedance and high capture thresholds. The rv lead was not used and a new rv lead was implanted successfully on (B)(6)2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.